Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis was performed when the issue happened, and procedure was aborted. The philips remote service engineer (rse) connected with the customer and observed that system does not produce x-rays. After reviewing log, rse found the longitudinal movement of the arch, the geo is recalibrated. The system does not fully comply with the specifications for the service rendered and is being returned to operation with certain limitations as agreed upon by the customer. This issue was an isolated incident related to the longitudinal motor. No corrective actions were taken by the field service engineer to address the problem. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system does not produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.